Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject received a loading dose of 300 mg of aspirin, the day prior to the index procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelets at the time of index procedure. A lotus introducer sheath was placed, followed by subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure summary: on the same day post index procedure, the subject developed left bundle branch block (lbbb).